Manufacturer narrative:
The received device was inspected and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. D4 - lot no changed from blank to l50035. D4 - expiration date changed from blank to 6/11/2022. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 - device mfg date changed from blank to 12/11/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 301 mg/dl, while wearing the pod between 36 and 48 hours on the leg. The pod was removed, and the cannula was noted to be bent. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.